Manufacturer narrative:
(B)(4). G2: japan. Reported event was confirmed as visual examination of the returned product identified that the anchors and sutures were not returned with the device and it was cycled twice. The tip of the device is bent. Follow ups confirmed that the anchors were likely removed by the hospital and discarded. The reported part and lot could not be confirmed as the original packaging was not returned, and the part and lot are not etched on the product. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the anchor wasn't able to be pushed out although the surgeon pressed the black button following normal usage. Attempts have been made and there is no further information at this time.